Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead was experiencing low pacing impedance. The physician elected to cap and replace the right ventricular lead on (B)(6) 2021, during a generator replacement. The generator replacement was due to the generator being at elective replacement indicator status. The patient was stable.